Manufacturer narrative:
The history log showed the pad-pak was first installed by the user on the 7th december 2011 and that it had performed to specification up to 1st december 2015. A test pad-pak was then installed. The device passed an auto self-test and was manually power cycled passing a further self-test. No warnings were given on shutdown and the green status led flashed correctly throughout. The device was then tested on calibrated equipment. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the device performed to specification throughout the investigation. During the investigation the device was power cycled multiple times without fault. The device was also tested at the extremes of the temperature range (0 and 50 degrees celsius) and operated correctly throughout. The status leds were visually inspected with no abnormalities found. Debris found within the j11 connector would not have caused the reported fault due to the particle size, however the investigation was unable to confirm if larger particles of contamination were present within the j11 connector. The j11 connector will be changed as a precaution.

Event description:
There was no patient involved in this event. Pad unit status indicator light stays solid and does not flash.